Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight is unavailable for reporting. This report is for one (1) unknown distal radius plate. Part and lot number are not available for reporting. Other number¿UDI: (01) unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2017 due to an unknown broken distal radius plate for the wrist and unknown norian product that didn¿t set. The surgeon thinks the plate broke because the norian didn¿t set postoperatively. The following hardware was removed intact, one (1) unknown distal radius plate, 3 cc¿s of unknown norian and approximately six to eight (6-8) unknown screws. The patient was revised to a new plate and screws. There was no patient harm or surgical delay. The patient outcome is stable. The patient was initially implanted with the plate, screws, and norian on (B)(6) 2016 due to a wrist fracture. Concomitant devices reported: screws (quantity # 6-8). This report is for one (1) unknown distal radius plate. This report is 2 of 2 for (B)(4).